Manufacturer narrative:
It was reported that noise episodes was noted on the atrial and ventricular egms. The leads (non-sjm) and the device were replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes was noted on the atrial and ventricular egms. The leads (non-sjm) were replaced and the device remains in service. The patient's condition is fine after the event.